Manufacturer narrative:
The device was returned and evaluated. The likely cause of the reportable malfunction findings was a result of insufficient cleaning. The additional evaluation findings are as follows: jet tube had a leak, and bending section cover adhesive was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the gastrointestinal videoscope olympus asset device based on an unspecified allegation. During the device evaluation, the following reportable malfunction was found: air and water tube contained whitish crystalized foreign material, air and water cylinder contained whitish crystalized foreign material. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the foreign material in air/water channel and air/water cylinder where confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. Leakage was found to have occurred from auxiliary water channel. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from auxiliary water channel. It was not reported whether the device was used in procedure while the suggested events occurred. According to reports, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU. (Cleaning /disinfection /sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: gif-ez1500 operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.